Event description:
Delivery failure - backlight [device issue]. Case description: on (B)(6) 2014, during a routine review of service order findings from (B)(6)'s regional service center (rsc) in the united states, an (B)(6) quality manager identified that inomax dsir # (B)(4) had experienced a delivery failure with backlight current below minimum. Although the customer did not report a device deficiency or serious adverse even with this device, dsir# (B)(4), a delivery failure with backlight current below minimum in a similar device was associated with a serious adverse event in the past, and is considered a reportable failure/event. Case comment: on (B)(6) 2014: although there was no adverse event reported with the device; it is being reported because a similar device issue occurred in the past that resulted in a serious adverse event (refer to MDR #3004531588-2013-00023).

Manufacturer narrative:
On (B)(6) 2014, during a routine review of service order findings from (B)(6)'s regional service center (rsc) in the united states, an (B)(6) quality manager identified an issue with inomax (B)(4) that was similar to a device issue which occurred in the past and had been associated with a serious adverse event. (Complaint (B)(4)). Eval summary: dsir# (B)(4) was at the regional service center (rsc) in the united states for routine preventative maintenance. Review of the service log showed a delivery failure (df) alarm with backlight current below minimum. During the rsc investigation, a df was experienced during burn-in. Rsc replaced the main board. A full functional test was performed and the device operated according to specifications so it was returned to the device service pool. The root cause for this incident was display blank - backlight failure. This condition will be tracked and trended under (B)(6)'s quality system. A device related adverse event was not reported nor was a device issue alleged when the device was returned to the company for routine product maintenance; however; it is being submitted to regulatory authorities because a similar failure occurred in the past which resulted in a serious adverse event (MDR # 3004531588-2013-00023).